Event description:
It was reported that biomed stated that they had tried two different temperature cables on their arctic sun device and neither probe would register. Biomed had tried both cables in the patient temperature 1 and patient temperature 2 connections and neither one would display. Biomed had used a simulator key and a temperature probe with them as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. Biomed had tried two cables in the patient temperature 1 and patient temperature 2 connections and neither one would display. Biomed had used a simulator key and a temperature probe with them as well. Per follow-up information, tech support gave part numbers to new cables since 2 of the ones he was using were not new. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The serial number is unknown; therefore, the device history record could not be reviewed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that they had tried two different temperature cables on their arctic sun device and neither probe would register. Biomed had tried both cables in the patient temperature 1 and patient temperature 2 connections and neither one would display. Biomed had used a simulator key and a temperature probe with them as well.